Event description:
On (B)(6) 2025, a user experienced a fall while transferring in or out of her helio a7 wheelchair. During the transfer, the aluminum x-brace of the motion composites helio a7 (B)(6) broke. The concerned wheelchair was manufacturer on january 6th, 2021. The reporter confirmed that the user was hospitalized following the fall. Motion composites was informed of the incident on october 3rd, 2025. Following notification, motion composites' customer service team attempted to obtain additional information regarding the circumstances of the incident and requested that the involved parts be returned for evaluation. Despite multiple follow-up attempts, no further details or pictures were provided, and the parts were not returned for analysis. Replacement parts were provided to motion composites' client. This incident is being reported out of caution. It appears to be an isolated case, as no other incidents or hospitalization related to the failure of this aluminum x-brace have been reported.